Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 30 aug 2023 from the home therapy nurse (htn) of a 42 year old female patient with a medical history including hypertension and end stage renal disease, stating the patient experienced a suspected reaction to the dialyzer and coded less than two minutes into an in-center training session on (B)(6) 2023. Emergency medical services (ems) was called and the patient was admitted to hospital. Additional information was received on 05 sep 2023 from the home therapy nurse (htn) who stated the patient was discharged from hospital, date unspecified, and has recovered without sequelae. The htn stated the patient plans to resume therapy with the nxstage system using a dialyzer from a different manufacturer.